Event description:
Nurse reported via our sales rep, that she noticed during the surgery that the distal drilling failed several times at those target devices. She mentioned that it was not possible to meet the drill holes. According to her info, the surgery was completed successfully by using a replacing target device without any pt impairment or prolongation of the surgery procedure.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.